Event description:
Information was received indicating that the medfusion 4000 pump displayed a message for biomed code,several base task debilitated and base task timeout messages. There were no adverse events reported.